Event description:
Bed rail gave way. Metal plate at slot wore out at latch pin. MFR had supplied kit to replace latch pin. Pin replaced - but then slot gave way. Resident fell out of bed to floor, obtaining skin tear to temple and possible compression fracture.